Event description:
Consumer alleged that she loaned the chair to a friend and when they pulled the chair out of the car they noticed the rubber had came off of one of the tires and was cracking on the other.